Manufacturer narrative:
A service engineer (se) found that the screen had dots on it. The se replaced the gui housing and alarm labels to address the issue. The unit passed testing and operated within the manufacturing specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an 840 ventilator had a line through the graphical user interface (gui).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an 840 ventilator had a gui display line through it. The ventilator was not on a patient at the time of the event.